Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient was going to have an MRI done which was unknown if it was related to their device/therapy and the patient stated that they had been trying to recharge their ins for the past few days but were unable to get it to recharge. No troubleshooting could be done due to a lack of access to the product. No symptoms were reported. It was reported that it was asked but unknown when the ins communication/recharging issue began. It was suggested to have the patient call patient services to find a new physician to assist them with troubleshooting. No further complications were reported/anticipated.